Event description:
It was reported that episodes of ventricular fibrillation caused by noise was observed on a stored egm. The lead was capped and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).